Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. The upper jaw hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw hinge to break could be due to torquing the device excessively and placing too much force on the hinge and upper jaw. If the hinge is broken, the orange trigger can no longer control the upper jaw and the surgeon will have incomplete stitch. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the first stitch from novostitch pro was fired without any issues. When repositioned to other side of meniscal tear, the top jaw was unable to clamp onto the meniscus using the orange trigger. The needle was unable to be deployed the second time. When pulling out of the joint the top jaw was limp and unable to be controlled with the trigger handle. There was a delay shorter than 30 minutes and the procedure had to be completed with a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.